Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
Note: this report pertains to the first of two resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for closure in the sigmoid colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clips could not be released from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.